Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify battery errors and battery failed alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
It was reported that the insulin pump received battery failed alarm. The customer¿s blood glucose level was 12 mmol/l. The customer also reported that the contacts are not missing, damaged, or corroded. The customer was advised to revert to back up plan. The device will be returned for analysis.